Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, mild paravalvular leak (pvl) was noted. A post-implant balloon aortic valvuloplasty (bav) was performed but the inflated balloon moved upward and appeared to pull the valve aortic. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted valve-in-valve.